Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. The physician did not suspect device malfunction.

Event description:
A report was received that the patient was experiencing frequent ipg charging. It was also noted that the patient was also experiencing inadequate stimulation due to high impedances noted in the lead. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial (B)(4) description: scs 50 cm iii lead.

Event description:
A report was received that the patient was experiencing frequent ipg charging. It was also noted that the patient was also experiencing inadequate stimulation due to high impedances noted in the lead. The patient will undergo a revision procedure.